Event description:
False negative urine hcg.

Manufacturer narrative:
Retention device testing. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. The 100miu/ml and 208.99iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Probable root cause: very dilute urine specimens may not contain representative levels of hcg and a false negative result may occur when the levels of hcg are below the sensitivity level of the test. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested; it is stated in complaint information that the patient went to another clinic a few days later, and confirmed pregnancy and it is known that the hcg level will double every 48 - 72 hours. So this may cause a negative result with our product, but a positive result was confirmed a few days later. Conclusion: the retention devices meet qc specification. No false negative result was observed. So this complaint is not confirmed.